Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the station had been down and could not load the application. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was down with an error message and the application failed to launch. The technical support specialist (tss) had found that the application had not launched when accessed by the user. The database had been in suspect mode and had required repair. The tss had followed knowledge articles, proper datasync procedure & how to place new db in es station and how to decrypt station db for backup, procedures to repair and resynchronize the station. After completion, the application was operational, and the station remained in use without further issues reported by the customer. The system functioned as intended after the technical support specialist troubleshot the device.